Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer woke up with a high blood glucose (bg) level and a correction bolus was delivered to address the bg level. The contact stated that the customer did not deliver a bolus before bed which was the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot.